Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer experienced unexplained low blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 60 mg/dl, and the customer experienced vomiting. The customer went to the nurse at work, then back home. He treated with food, and the most recent blood glucose reading was 112 mg/dl. He stated that sometimes it seemed as though the insulin pump delivered basals, but sometimes it would not. He noted that he had been having issues with low blood glucose about a week ago, stating that it seemed as though the device pumped too much insulin. Upon troubleshooting, it was found that the reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump also passed the self test. He noted that he received a no delivery alarm on the insulin pump in february, which was resolved by an infusion set change. He did not feel comfortable with using the device and requested its replacement. Nothing further reported.